Event description:
The technician alleged the brake casters are not locking. No patient impact.

Manufacturer narrative:
The technician found the plate that contacts the wheel is bent and not marking full contact. The technician repaired the plate by bending it back to proper shape to make full contact with the wheels to resolve the issue.